Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user suspected insulin pump for possible under delivery. Customer confirmed that the reservoir was having 236 unit insulin, she gave a bolus of 5 units and the remaining are 229 unit after six hours. Customer was advised that insulin pump was delivering basal insulin as well. Customer confirmed that retainer ring was intact. No further details given. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.